Event description:
The customer obtained imprecise vitros phbr quality control results on a vitros 5,1 fs chemistry system. The following vitros phbr results were obtained from the vitros tdm pv control fluids: tdm pv I lot g1647 (expected value = 10.73 ug/ml): 7.38, 7.62. Tdm pv ii lot l1913 (expected value = 26.92 ug/ml): 33.05, 20.71, 20.82, 18.05, 21.18, 19.23, 18.52. Tdm pv iii lot m1914 (expected value = 60.97 ug/ml): 49.74, 48.33, 47.66, 45.84, 47.10, 43.41, 42.01, 39.73, 38.60, 48.46, 42.70, 43.32, 36.64, 43.78. This report is number four of twenty three MDR's for this event. Twenty three 3500a forms are being submitted for this event as twenty three devices were involved. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run for vitros phbr on the affected analyzer. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phbr quality control results were obtained on a vitros 5,1 fs chemistry system. The issue appeared to be isolated to the vitros 5,1 fs chemistry system in question as acceptable vitros phbr quality control performance was observed using the same reagent lot on an alternate analyzer. An ocd field engineer replaced the immunowash fluid metering z-motor and performed adjustments to the vitros 5,1 fs chemistry system. Following completion of these service actions, acceptable vitros phbr performance was observed. However, the investigation cannot conclude that an instrument issue contributed to this event as pre-service precision testing demonstrated that the vitros 5,1 fs chemistry system was performing as expected at the time. The root cause of this event is unknown, and the vitros phbr reagent cannot be ruled out as a potential contributing factor.